Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service, and she stated she cannot use the micropore-paper tape 1x10yds w/dispenser as it irritates her skin. The patient is now using silk tape with no issues at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).